Event description:
Reporter alleged that customer was exhibiting low blood glucose symptoms and the customer's blood glucose as measured with the advantage system was 163 mg/dl. The customer's blood glucose was tested by paramedics 1 hour later as 38 mg/dl on a professional meter and 89 mg/dl on the advantage system, back-to-back. The reporter alleged that the customer was treated by the paramedics with glucose IV, after which the customer was taken to the hosp. Return of the suspect product was requested; replacement product was sent.